Manufacturer narrative:
The investigation determined that lower than expected vitros na+ results were obtained from non-vitros mas quality control samples when processed on a vitros 5600 integrated system. The assignable cause for the event was user error. The customer used an electrolyte reference fluid (erf) lot other than the lot used at the time the calibration curve was generated. There was no evidence to suggest that the vitros na+ reagent or the vitros 5600 integrated system malfunctioned.

Event description:
Lower and higher than expected vitros na+ results were obtained from non-vitros mas quality control samples (lot chu17120) when processed on a vitros 5600 integrated system. The following results breached vitros na+ potential health and safety criteria: level 1 mas chem trak-h unassayed control (lot chu17121) vitros na+ result 121.848 mmol/l versus expected na+ result 160.5 mmol/l. Level 3 mas chem trak-h unassayed control (lot chu17123) vitros na+ result 164.048 mmol/l versus expected na+ result 129.7 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There were no reports that unexpected patient sample results were reported outside the laboratory and there was no allegation of patient harm due to this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1911708 / ivd 406822.